Event description:
It was reported that a minicap extended life pd transfer set had particulate matter inside the tubing. This was identified before treatment for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a particulate matter that was loose, brown, and thin, on the outside of the silicone tubing. The reported condition was verified. The particulate matter was generated from a cardboard, and intrinsic in the manufacturing process. A batch review was conducted and there were no deviations found related found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, as supplemental report will be submitted.